Manufacturer narrative:
The failure investigation has been completed and the alleged elevated blood glucose issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged pump time issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) levels ranging from 330 mg/dl to "high". Cause of bg was unknown. Customer delivered a correction bolus via the pump and administered a manual injection to address bg. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.